Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage on the distal end of the stent, the distal rows 1-6 appear crushed. A visual and tactile examination of the device found that there were several hypotube kinks along the full length of catheter. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination of the device found no damage along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-jun-2016. It was reported that crossing difficulties were encountered. The (B)(4) stenosed, 34x2.75mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.75x38mm promus element (tm) long drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.